Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 01, 2016, the lay user/patient's mother contacted lifescan (lfs) USA, alleging that the patient's onetouch ping meter read inaccurately erratic. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on january 12, 2016. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2015 at 10:00pm. The reporter claimed blood glucose readings of "234 and 158 mg/dl" were obtained with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. At the time of the initial call to lfs, the reporter stated that 15 minutes prior to the start of the alleged issue, the patient developed symptoms of feeling "tired and shaky". During the follow-up call, the reporter claimed the symptoms had also occurred earlier that day. The reporter confirmed she treated the patient with juice at the onset of the symptoms. The reporter denied the patient's blood glucose was tested on any other device. During the follow-up call, the reporter informed the mss that the patient tests her blood glucose 8-10 times a day and that the patient's blood glucose readings are "up and down; sometimes high and sometimes low". The patient is on insulin pump therapy. The reporter informed the mss that prior to the onset of symptoms at 9:45pm, the patient had tested her blood glucose with the subject meter earlier that evening before dinner. The reporter claimed the reading was within the patient's expected range and that the patient took her usual bolus dose of insulin in response.the reporter claimed that at 8:28pm, the patient's blood glucose was tested with the subject meter and a result of "144 mg/dl" was obtained and that at 9:45pm, at the onset of symptoms, a result of "61 mg/dl" was obtained. During the follow-up call, the reporter attributed the onset of the patient's symptoms to the patient "running around a lot" that day and to her having taken "too much insulin". During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr walked the reporter through a control solution test and the result fell outside the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining the alleged inaccurate results with the subject meter.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed performance testing with blood. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2. The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips failed testing. The reported issue was confirmed; the test strips were found to have results below range when tested with control solution. Furthermore, the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.